Event description:
One endeavor sprint rx drug-eluting stent was deployed to the mid lad. Post procedure residual stenosis was 0% with timi 3 flow. Pt was discharged the day following the index procedure on clopidogrel and aspirin dosing. Pt was asymptomatic at 30 day, 6 month, one year and 1.5 year follow-ups. Approx 20 months after the index procedure, pt suffered an acute non-stemi mi. Pt was taking aspirin and clopidogrel 24 hours prior to the event. In the investigator's opinion, the event was a non q-wave mi, the event was life threatening and not related to the study procedure. It is unk if the target lesion was involved and the investigator did not assess the relationship to the study stent. Pt has cardiac status of stable angina at the 2 yr f/u and was asymptomatic at the 2.5 yr f/u.

Manufacturer narrative:
(B)(4): results - (myocardial infarction).